Event description:
A hospital in (B)(6) reported that the gas outlet port of an rd900 infant resuscitator was broken. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint rd900 (neopuff) device was not expected to be returned to fisher & paykel healthcare (fph). Our evaluation is based on our knowledge of the product and the event description provided by the hospital. Results: the hospital reported that the gas outlet port of the neopuff device was broken. A lot check revealed no other complaint of this type for lot number 070901. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. It is most likely that the damage to the neopuff gas outlet port was due to impact. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient" the hospital was provided with a replacement fascia and valve system.